Event description:
It was reported that immediately after the pump refill procedure, the entire 30ml of morphine/carbo/ncl was infused into the spinal space in a two minute period. The pt developed respiratory depression. Pt was subsequently intubated and taken to ICU. After one day of respiratory therapy, the pt recovered. There were no further complications.